Event description:
It was reported to philips that the system was unable to boot up. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was not in the clinical use at the time of event occurrence. The philips field service engineer (fse) checked the system onsite and found that when the system was turned on, the application froze on the loading screen. After testing with psc, the fse confirmed it was a software issue. A review of the system logfiles confirmed that the system was not starting. To resolve the issue, fse reinstalled the suites pc software. After installation of software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.